Event description:
In 2009, the pt reported that the piston rod of her infusion device is not retracting. She stated that her blood glucose was elevated to 24 mmol/l (432 mg/dl) at lunch and at 10:24pm an e4 (occlusion) was displayed on the infusion device and the piston rod was stuck. At the time of the report, the pt was able to retract the piston rod without error. She stated that she did not feel well and ended the call. She had injected insulin via syringe to lower her blood glucose. The pt called back that same day and she sated that she switched to her backup infusion device and her blood glucose had returned to normal, although, there were ketones in her urine. She stated that last night, she felt ill and thirsty. She drank water and bolused through the infusion device but her blood glucose continued to elevate. She began to fell stomach pain and was having difficulty breathing. She disconnected from the infusion site and bolused through the infusion tubing and an e4 was displayed. She stated that the insulin was flowing backward through the infusion tubing. She removed the insulin cartridge from the infusion device and attempted to retract the piston rod. She stated that the piston rod did not retract and the infusion device was making a clicking noise and e10 (cartridge) error was displayed. She removed and reinserted the battery and e10 recurred, she was then able to retract the piston rod without error. At the time of the report, the pt inserted a new battery and the piston rod retracted without error. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.